Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pt initially stated the charging sessions were taking longer, then later stated the issue was actually the stimulator was depleting faster and the pt needs to charge more often. Pt stated they will increase the stimulator every now and then when the pt has a bit more pain. Pt stated the increase will improve the symptoms then the pt will lower the stimulation back down. Pt stated they usually are set steady around "3" for the day-to-day. Pt stated they used to charge once every 3 days but now is charging every day and a half to two days. Pt stated they have fallen several times but none of the falls correlated to the timeframe when the pt noticed the change for charging. Pt noted no other traumas. Pt stated these concerns started about 6 months ago. The patient was redirected to their healthcare provider to further address the issue. Agent redirected pt to hcp to further investigate recharging concerns. The patient's relevant medical history included pt mentioned the stimulator is for leg pain but also has neuropathy in his hands. Pt confirmed no allegations against the therapy. Pt stated within the first day of having the stimulator he had an improvement of 50% and expressed appreciation for the therapy. Pt mentioned having a stroke and confirmed the stroke was unrelated to the mdt device.